Event description:
It was reported that there was an extension issue which was noticed shortly after implant. It was first seen in brain recordings with the primary cell device and then confirmed to be a lead issue with the clinician programmer lead impedance measurements. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the impedance issue occurred after surgery. The cause of the impedance issue was unknown and the low impedances had not resolved. The right extension cable was replaced and the abnormal impedance readings had resolved. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3708760, serial# (B)(4), product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708760, serial# (B)(4), product type: extension. Product ID neu_unkn own_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID 3708760, serial# (B)(4), product type: extension. (B)(4). Manufacturing site ID was update to 3004209178.

Event description:
Additional information received reported that the issue was found post implant and was monitored for a few months. Impedance measurements had seemed to be intermittent short and normal. It was noted that brain sensing data collected also supported the intermittent short normal observation. On (B)(6) 2015 a trip was made to the site to attempt to try things with the brain sensing and impedance to evaluate the lead. During the visit the extension had behaved normally. Following the visit more shorts had been observed which had led to the surgery to replace the lead. This was impacting therapy prior to the replacement surgery. Following the extension replacement the patient appeared to be doing well. Information was previously reported in manufacturing report numbers: 3004209178-2015-07589 and 3007566237-2015-01059. Additional information received indicated that this information pertains to this event and going forward any additional information received will be reported under manufacturer's report number: 3007566237-2015-01214.